Manufacturer narrative:
(B)(4).

Event description:
" Adhesives issues with sensors".

Manufacturer narrative:
Com (B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test failed. No share log data was available. The customer complaint confirmation was undetermined because there is no data available.